Manufacturer narrative:
The following devices were also listed in this report: cat#;device name; lot#: (B)(6) ;triathlon cr fem comp #4 r-cem;bt6eu. (B)(6) ;triathlon cs ins size 3 13mm;lma702. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
The following information was provided: it was reported that: patient did primary tkr on (B)(6) 2025. Came back with an unstable joint. Surgeon informed that mcl is ruptured, decided to do a revision with mrh on (B)(6) 2026. Mrh tibia baseplate couldn't cover well on the remaining surface due to the long stem. Surgeon complained about our mrh system that doesn't allow tibia offset. Patient's bone quality was found very osteoperosis and was advised by surgeon to walk with walking aid after revision surgery.